Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other similar event for the lot referenced for the same device for the same patient. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for the closed reduction of the patient's right hip on (B)(6) 2019. As part of the documents provided for a revision of patient's right hip on (B)(6) 2019 (pi 2231996), a discharge summary indicates a closed reduction was performed on the patient's right hip for dislocation on (B)(6) 2019.